Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during implant the physician could not advance the right ventricular (rv) lead due to it "binding up". The lead was replaced and the new rv lead was also "binding up" during placement and would not advance. The lead was not used and replaced. No patient complications have been reported as a result of this event.